Event description:
Report received of an rn who started a secondary infusion of ancef 2 grams and noticed after he unclamped the secondary line, the primary bag (saline) began to bubble and the primary bag drip chamber volume and bag volume increased. The drip chamber of the secondary bag was dripping very fast. He clamped the primary, allowed the secondary to infuse, then unclamped the primary infusion at the completion of the secondary infusion. The infusion was started in outpatient surgery, continued in operating room and recovery room, and then to "joint camp", where the event occurred. Customer reported that there was no pt harm or medical intervention. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.